Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12921. It was reported the patient experienced leg pain during a trial period. The patient was instructed to turn off the stimulation, but the pain continued. The physician determined the leads had migrated. The physician explanted the leads, ending the trial three days early. The leads will not be returning to sjm. Follow-up revealed the patient's pain has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.